Event description:
It was reported that when patient presented remotely via merlin.net transmission showing non-sustained rv oversensing due to post-paced t-wave oversensing was observed on the device. The patient did not receive therapy during the oversensing. Programming changes were made during the device check. The patient was stable before, during, and after the interrogation and will continue to be monitored.